Event description:
Reporter states patient tested 5.2 inr on the coaguchek xs system while a comparison lab returned as 2.9 inr. No treatment required. No adverse event reported. Requested return of suspect system, however, the suspect strips are no longer available to return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.